Event description:
It was reported that the device was fractured. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. Visual examination of the returned impactor head identified signs of use (gouges) and confirmed the reported event that the device was fractured. All fractured pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint can be confirmed through the returned product analysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.